Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. No unexpected hardware low-level failures alarm during testing however, hardware low-level failures alarm, variable 15, is located in the formatted history file due to a software error. Insulin pump received without original battery cap. Unable to verify damaged/missing battery cap. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the device had recurring hardware low level alarms. The device also alarmed insulin flow blocked. The customer¿s blood glucose during the incident was 140 mg/dl and 208 mg/dl at the time of the call. The device will not be returned for analysis.